Event description:
It was reported that the rack pushrod on the pump was damaged, which led to difficulties loading cartridges. No information regarding blood glucose level impact was available. The device is being returned, and a replacement pump with a new serial number has been issued.